Manufacturer narrative:
See MDR 1920664-2007-01330 for the delivery device used with this lens.

Event description:
The doctor noticed that the haptic was bent during the insertion of the lens in the pt's eye. The doctor cut the lens in half to remove and replace the lens.